Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes".

Event description:
Patient reported "might have the lymphoma that the textured implants are causing, pain, lumps," and "swollen lymph nodes." The following reported events have been deemed not device related: ¿I often have a low t cell count," and "I have literally gotten more sick as the year goes on." The device remains implanted. This record represents the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2, d.4, g.1, h.4, h.6.

Event description:
Patient reported "I believe I might have the lymphoma that the textured implants are causing," "pain," "lumps," and "swollen lymph nodes." The following reported events have been deemed not device related: ¿I often have a low t cell count," and "I have literally gotten more sick as the year goes on." The device remains implanted. This record represents the left side.

Manufacturer narrative:
In response to FDA report number: mw5110064. Additional, changed, and/or corrected data. The events of capsular contracture and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "capsular contracture," baker grade unknown; "50cc of fluids around both breasts."

Event description:
Patient additionally reported via regulatory agency "capsular contracture," baker grade unknown and "has over 50cc of fluids around" left breast. Additionally reported was "weight loss" which has been deemed not related to the device. Affected side is left.

Event description:
Patient additionally reported ¿swollen breasts," ¿painful," "fluid," "lymphopathy," and "alk positive." Patient additionally reported "throwing up," not related to the device. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient further reported left side rupture and "progressively worsening symptoms of possible bia-alcl". The following events have been deemed not related to the device: "shortness of breath", "vomiting", and "positive d dimer blood test which is a sense of cancer".

Manufacturer narrative:
In response to FDA report number: mw5094029. Additional, changed, and/or corrected data: b.5, d.6, e.1., e.4, g.3, h.6 a review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.